Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site has a damaged thoracic probe. The tip is bent on the instrument. There was no patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was suspected by the manufacturer representative that the cause of the issue was user error and that the probe is still in circulation.